Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) had a damaged connector. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, the programmable logic device connector (j300) was damaged. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector.